Event description:
The customer reported that the zipper was stuck. Also, the zipper track on the side panel is splitting. The damage was observed while in use with a pt. There was no pt injury. Eval of the returned product found that a window zipper slider body was open.

Manufacturer narrative:
The product was returned for eval. A window zipper slider body was open on panel side b. The customer had installed window b inside out. When the window was reinstalled correctly, there was no problem with the stuck zipper or splitting panel. (B)(4).